Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient developed burning, a rash, redness, inflammation and pustules extending beyond the perimeter of the patch. The patient was evaluated at an urgent care center where he was prescribed an oral antibiotic. It was reported that the antibiotic was changed to a higher does as the infection was not resolving. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.